Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they started getting urgent low readings and the cgm reading was 2.5 mmol/l. The patient took a glucose jellybean based on the cgm readings; however, the readings continued to go lower. The patient took a bg reading using an old glucometer which displayed a similar value as the cgm (no specific value was provided). The patient developed symptoms of hyperglycaemia and started to feel sick (it was confirmed later that there was no dka). The patient went to the hospital. There they took a bg reading which was 25 mmol/l and another test that showed 35 mmol/l. The patient was treated with 6 units of novorapid insulin via IV. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they started getting urgent low readings and the cgm reading was 2.5 mmol/l. The patient took a glucose jellybean based on the cgm readings; however, the readings continued to go lower. The patient took a bg reading using an old glucometer which displayed a similar value as the cgm (no specific value was provided). The patient developed symptoms of hyperglycaemia and started to feel sick (it was confirmed later that there was no dka). The patient went to the hospital. There they took a bg reading which was 25 mmol/l and another test that showed 35 mmol/l. The patient was treated with 6 units of novorapid insulin via IV. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.